Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure while the stent was being deployed in the duodenum, the guide catheter broke and detached from the delivery system. The rest of the delivery system was removed and the guide catheter was retrieved with a snare. The stent was successfully deployed and remained in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during the procedure while the stent was being deployed in the duodenum, the guide catheter broke and detached from the delivery system. The rest of the delivery system was removed and the guide catheter was retrieved with a snare. The stent was successfully deployed and remained in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted the guide catheter had separated from the rest of the delivery system. The guide catheter had separated from the pull wire cannula; however, the working length of the guide catheter was intact. The pull wire cap was detached and not returned. The pull wire was retracted and could not be extended in a functional test. The push catheter was cut away to allow the distal end of the pull wire to be inspected and no issues were found with the pull wire or pull wire cannula. The broken guide catheter and detached pullwire cap indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.